Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record and complaint history of the reported device could not be conducted because the lot number was not provided. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. Manipulation of the device resulted in the reported stretched coils. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the versaturn guide wire was used in the left circumflex coronary artery. After the procedure, the versaturn was being removed from the anatomy and resistance was felt with the anatomy. The entire guide wire was successfully removed, but the coils on the guide wire were unraveled. There were no adverse patient effects and no clinically significant delay in the procedure. There was no additional information provided.

Event description:
Subsequent to the previously filed report, the user facility medwatch was received which states, during catheterization, when removing wire the tip remained in the coronary artery. Additional information from the physician was obtained; the physician confirmed that nothing was left behind in the patient. There was no additional information provided.

Manufacturer narrative:
Patient codes: 2687 not labeled. Device codes: 1562 not labeled. (B)(4). Conclusion code 4307 removed. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. Manipulation of the device resulted in the reported stretched coils and ultimately resulted in the reported tip detachment. There is no indication of a product quality issue with respect to manufacture, design or labeling. (B)(4).